Manufacturer narrative:
Data logs from the analyzer is being investigated and the result of this investigation will be included in a follow up report.

Event description:
A patient with chronic hyponatremia arrived. Upon arrival at 16:00 a blood gas was measured on the abl825 and the result for sodium was 105 mmol / l. Treatment was started determined in accordance with local guidelines. After 1.5 hours sodium was measured again in the same instruments and the value had risen to 118 mmol / l. Treatment was stopped and glucose drip was added to prevent further rise. Later that evening the doctor had observed other bloodgases measuring sodium at that instrument values have risen about 10mmol / l. A duplicate sample was taken on another patient with hyponatremia and analyzed this in the abl825 serial no. (B)(4) and another abl825. The value of the relevant instrument was 114 and on the other abl825 105. Both abl825 was "green" during this time. The ward changed treatment for the patient because of the sodium values from the abl. Due to the false high sodium result the doctor stopped the treatment for a patient with hyponatremia for a short period of time. During the stop the patient received glucose drip to prevent further rise of sodium. When the doctor had sodium values from another abl the normal treatment was resumed. There was no serious injury or death due to this event the complaint only concerns one patient, but according to the data logs a total of 7 patients were affected. The only available information about the additional 6 patients is the following: male age (B)(6), female age (B)(6), unknown gender age (B)(6). For the last patient we have no data.

Manufacturer narrative:
Data logs from the analyzer indicated that the root cause to the incident was a clot and that the clot had been removed during midnight cleaning and calibration. The clot was not detected by qc as the clot was not present when the qc was run.

Manufacturer narrative:
Radiometer has on (B)(6) 2017 performed a clinical reassessment of the event and concluded that serious injury did not occur as result of this event. In the initial report for this event, "adverse event" was ticked and "other serious (important medical events)" was ticked . These ticks should be removed.